Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent dislodged in vivo during delivery to/at lesion.  The dislodged stent was crushed against the vessel wall and remains in the patient. The lesion being treated was a mildly tortuous, moderately calcified lesion in the mid circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no attempt made to snare and remove the device. A medtronic device was not used to secure the dislodged stent within the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.